Event description:
It was reported by service report that the head right side rail would not stay in the full up position but it would stay locked in the middle position. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - timing link.